Event description:
It was reported that the patient had an infection. The patient underwent an explant procedure and was doing well postoperatively. The explanted device will not be returned as it was disposed by the facility.

Manufacturer narrative:
Exact date unknown, event occurred in approximately 30 days from the implant date.